Event description:
It was reported that the patient was experiencing drain pain. Upon follow-up with the patient's peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient's drain pain was attributed to the peritonean dialysis (pd) catheter (non-fresenius device). The pdrn stated that the patient's catheter was manipulated at interventional radiology however, it was unsuccessful and therefore the patient has another catheter surgery scheduled later the same month (august). The pdrn confirmed that there were no issues with any fresenius product or device and that the catheter is the sole reason for the patient's drain pain. The patient is continuing pd therapy. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).